Event description:
It was reported, syringe 50ml ll brazil , leakage past stopper.the following was provided by the initial reporter: it was reported that a 50-ml syringe is leaking fluid from below the plunger. Several cases have been reported by oncology pharmacists. We use these syringes for compounding cytotoxic drugs, and this defect directly impacts the safety of the compounding process and the transport of medications dispensed in these syringes.additional information:can you please confirm the quantity affected? 5can you please confirm the date of event occurred (dd/mmm/yyyy)? (B)(6)2026.did the spilled liquid come into contact with the healthcare professional¿s skin or mucosa? Nowas the professional wearing ppe? Yeswere there any health consequences for the patient or professional? Please provide details. No harm to the patient. This failure directly impacts the safety of handling and transporting medications sent in this syringe.was the incident reported to anvisa? If yes, what is the notification number? Yes. (B)(4)

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.